Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the device self discharged. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference sections b5 and h6:device problem code. Device evaluation: the device was returned to zoll medical corporation for evaluation. During the review of device data logs, it was found that the shock button was pressed immediately after the "shock advised" determination. Therefore, the voice prompts for stand clear and press flashing shock button did not occur as the shock had already been delivered. The device was put through extensive testing including full functional testing and shock test without duplicating the report. The device was recertified and returned to the customer. Reports of this nature are typically not considered to meet our requirements for submission. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the device gave no voice prompts alerting the user to "stand clear" and "press flashing shock button." Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.